Manufacturer narrative:
Pt info: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s.. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5 12.1 implantable collamer lens, diopter -9.5 into the patient's right eye (od) on (B)(6) 2021. Intraoperatively the lens was exchanged with a longer lens due to low vault and the problem was resolved. The cause of the event is reported as unknown.